Event description:
User had problems with ise alarms and calibration errors, and noticed the results "looked out of the norm" so they reran them again on another analyzer in the lab. The method or analyzer used for repeat testing was not provided. Five patient samples were affected. The sample type is serum. Sample 1, initial sodium gave 125; repeat gave 139 mmol per l. Initial potassium gave 3.1; repeat gave 4.2 mmol per l. Sample 2, initial sodium gave 130; repeat gave 143 mmol per l. Initial potassium gave 2.8; repeat gave 3.8 mmol per l. Sample 3, initial sodium gave 126; repeat gave 140 mmol per l. Initial potassium gave 2.5; repeat gave 3.5 mmol per l. Sample 4, initial potassium gave 6.1; repeat gave 5.4 mmol per l. Sample 5, initial sodium gave 129; repeat gave 141 mmol per l. Initial potassium gave 3.5; repeat gave 4.3 mmol per l. User said original results obtained were not reported out and patients were not adversely affected. The field service representative found pinched waste rinse nozzle tubing as the cause and rerouted the waste tubing. To verify analyzer performance, controls were run with results within specification.